Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead helix would not extend. It was noted that before the lead was placed inside the body, a helical test was performed, and it was found the helix would not unwound. The lead was removed and replaced. The lead was in stable condition.